Manufacturer narrative:
Additional information has been updated and not provided with the initial report. The additional information had been provided with this report.

Event description:
It was reported via phone call by the customer's spouse that the insulin pump alarmed prime and is completely dead. The customer returned to back up plan, using syringes. They are unable to describe any possible damages to the drive support cap. The customer's wife does not have the insulin pump at the time. Advised to discontinue the use of the insulin pump and revert to back up plan. The possible cause can be the sensor not detecting the reservoir, due to the forces of seating. The customer's wife declined troubleshooting for the blank display. The customer's blood glucose was unknown.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm. The customer's blood glucose was unknown. The call was disconnected before further information was collected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.